Manufacturer narrative:
(B)(4). Batch # l92d4x. Investigation summary: the device was received with yielding on the articulation joint. As result, the jaws could not be opened as the I-blade did not move back or forward. In addition, a component was returned inside a plastic bag. The device was tested on the generator. This resulted in the ¿close jaws on tissue and reactivate¿ alert screen, which is advising that the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. The instrument was disassembled to inspect the internal components and it was noted that the active rod was mis-assembled. It was outside of its intended allocation. This rendered the device to be nonfunctional. Also it was found that an internal component was damaged/broken. It is possible that this issue could occur during our manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a laparoscopic ovarian cystectomy procedure, the doctor was activating the enseal instrument and kept receiving a "reposition jaws" error code regardless of the thickness of the tissue. The doctor also noticed the knife blade wasn't returning to the start position and the handle was sticking. A second like device was used to complete the procedure. There were no patient consequences reported.